Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The likely root cause of the fractured cannula is due to material degradation during the molding process, which could cause the part to be more prone to fractures. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed - unknown. Event description - port inserted and used then theatre staff heard a snap and realised that the tip of the port had snapped inside the chest. Additional info received via email from the territory manager on june 20, 2017: the nurse reported that the patient was not injured. Type of intervention: tip removed at the end of the procedure patient status - did a patient injury or illness occur associated with the complaint event? No. No difference in treatment of patient.